Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-22 (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains high or low) alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-22 alarm was not identified during device evaluation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.